Event description:
The customer contacted baxter's technical service center to report a leak which occurred on home choice (hc) cassette during initial drain (I-drain). The home patient (hp) stated that she disconnected from the hc and found the patient line was leaking. The hp wanted to restart the I-drain. There were no alarms. The hp wanted to restart with same supplies because it was late, and the hp had to get off the hc by 6:00am. The baxter technical representative (tsr) had the hp end therapy from I-drain and advised the hp to disconnect. The hp stated that she was not sure if the patient line was capped off or not at the time of the leak after the hp disconnected. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed. The cause for the leak was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.